Event description:
It was reported that during knee clean surgery, the wand electrode was found fractured and fall inside the patient. All pieces were removed from patient by suction. A backup device was available to complete the procedure with no significant delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. There was no relationship found between the device and the reported incident. The procedure was successfully completed without significant delay using a back-up device. No patient harm or further complications were reported. Therefore, no further clinical/medical, assessment is warranted at this time. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions the instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Risk management documents review found no additional risks that require to be added to the reference document. The image provided did not provide sufficient evidence that the electrode was damage. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. The complaint could not be verified. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: 1) using the wand above default output settings. 2) pressing the tip against hard or bony surfaces. 3) mechanical displacement of tissue through applied force. The wand may have been used as a lever to enlarge a surgical site or gain access to tissue, thus damaging the electrode, causing it to detach. There are no indications to suggest the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
H10: h2, h3, h6. The device, used in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. The procedure was successfully completed without significant delay using a back-up device. No patient harm or further complications were reported. Therefore, no further clinical/medical, assessment is warranted at this time. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions the instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Risk management documents review found no additional risks that require to be added to the reference document. No further additional actions are required at this time. The image provided did not provide sufficient evidence that the electrode was damage; however, when the device was received, visual inspection of the device showed a complete detachment of the electrode screen and some discoloration of the tip. The device was connected to a known good controller, which revealed that while the device's screen was detached, the wand was able to electrically activate on ablate and coagulate with no issues. Suction line performed as intended. The complaint was verified. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: 1) using the wand above default output settings. 2) pressing the tip against hard or bony surfaces. 3) mechanical displacement of tissue through applied force. The wand may have been used as a lever to enlarge a surgical site or gain access to tissue, thus damaging the electrode, causing it to detach. There are no indications to suggest the device did not meet product specifications upon release into distribution.